Manufacturer narrative:
Apoc incicent#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 06-jun-2025, abbott point of care (apoc) was contacted by a customer reporting that I-stat 1 downloader recharger drs-23090 was emitting smoke and the device no longer works. The product is being replaced at no charge and returning for investigation. There were no injuries reported. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 05-sep-2025. The customer reported that smoke was emitting from serial downloader recharger (drs) s/n (B)(6), and the device is now non-functional. Failure analysis did not confirm the complaint of smoke being emitted from the drs as reported by the customer. Drs s/n (B)(6) functioned according to specification during testing. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.